Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced issue with infusion sets as the infusion sets failed because the tape did not stick causing the infusion set to come off when the patient had to reach something on (B)(6) 2026.